Event description:
It was reported that the edges of the image on the 9800 system are bowed in. It was noted that this was seen when using the customers text fixture. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the image intensifier tube and coil. The collimator was calibrated and the camera was focused. The system was tested and found to be working as intended and placed back into service.